Event description:
Complainant alleged that during biomed testing the device shut down when the energy was increased or decreased. Complainant indicated that there was no pt involvement in the reported malfunction.